Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call to have experienced keypad anomaly. It was reported that buttons were not responding. Customer then received a no delivery alarm. Customer's blood glucose was between 300 mg/dl and 400 mg/dl. Customer does not know what caused anomaly and was not able to troubleshoot due to being at work. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with intermittent button response on all the buttons due flattened and creased button dome switches. No unlocked lcd keypad connector during our visual inspection. However, the insulin pump passed functional testing including self-test, unexpected restart error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. No excessive no delivery alarm noted. All operating currents are within specification. The insulin pump had cracked reservoir tube lip and minor scratched display window.